Event description:
Disadaptation of the tubing at the level of the account drop. The reporter has been contacted regarding additional information and has not responded at this time.

Manufacturer narrative:
The sample is currently being sent to the manufacture for analysis. A supplemental report will be submitted upon receipt of sample and completion of the investigation.